Event description:
Small bullet needle lost in device instead of holding it properly. Scrub tech had to wedge open capturing device to visually confirm needle was not in patient. Visually confirmed by scrub tech and circulating nurses in room that needle *was not* retained in the patient.